Event description:
It was reported to philips that the wireless footswitch did not work anymore. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips field service engineer (fse) examined the system onsite and confirmed that the wireless foot switch does not work. Upon functional and visual analysis, fse identified that the wi-fi led was indicating off. Fse identified the issue due to battery problem. The problem was resolved by replacing wireless footswitch and wfs base station was dispatched trough nemo (no engineer and material only). After the replacement, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the led battery defect. Based on the investigation results, philips concludes that the complaint is not reportable. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.